Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an ear nose and throat surgery, it was discovered that the motor device did not sound right. It was also noted that the device sounded gritty and was very slow. There was a two minute delay to the planned surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition not was confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device did not pass air pump assessement. It was determined that this was due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.